Manufacturer narrative:
-Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was residue on the lens surface. Visual inspection found the haptic torn. (B)(4)

Manufacturer narrative:
Unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -13.0 diopter into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved.